Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. The 510k number is unknown as this is a custom defined product.

Event description:
It was reported that an unknown small black particulate was found floating inside of the vamp flex reservoir during priming. The kit was not used on a patient. There were no patient complications reported.

Manufacturer narrative:
Per chemistry study, the ir spectrum of the black particulate showed similar absorption characteristics when comparing to polybutylene terephthalate like material.

Manufacturer narrative:
We received one single dpt-vamp flex kit with an IV set and pressure tubing for examination. The reported event of ¿unknown small black particulate was found floating inside of the vamp flex reservoir¿ was confirmed. One black material was observed inside of the vamp flex reservoir during a visual examination. The material was approximately 1mm x 1mm in size. The line was fully primed and the plunger of the vamp flex was pushed to a closed position, but the particulate remained inside of the vamp flex reservoir. The vamp flex was shut-off using the reservoir stopcock, and the whole line was flushed continuously for 5 minutes, but no visible particulate was flushed out from the kit. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. With pressure tubing sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.